Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one month post the implant of a right sided implantable pulse generator (ipg) system with an absorbable envelope that the patient developed a possible pocket infection. The ipg system was removed and replaced four days later. No further patient complications have been reported as a result of this event.